Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the octrode leads showed no compression mark on the outer tubing. Setscrew marks were present on last terminal end contact, which indicated the lead was secured. No root cause was identified for reported event.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48942. It was reported the patient was not receiving effective stimulation due to lead migration. X-rays were taken and confirmed that one lead had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted, and a new lead was implanted. This addressed the issue. It is unknown which lead had migrated, therefore both leads are being reported.